Event description:
In 2007, the puritan bennett ventilator, model 840 stopped working during pt use at the medical center. The pt was taken off the ventilator and manually bagged until another ventilator became available. The pt was not harmed by this incident. The ventilator in question was sent to biomedical maintenance for analysis. During the analysis, biomedical engineer discovered an error code indicating the central processing unit cpu was not working. Biomed engineer contacted the puritan bennett co regarding the error message. The co explained the error code rec'd indicated the cpu needs to be replaced and triggers a mechanism to prevent the ventilator from functioning until the replacement occurs. The warranty for the ventilator ended in 2002, therefore, the hosp will have to pay for the cpu replacement. Puritan bennett was notified of the incident. The co stated an internal product monitoring group will meet to determine if this is a finding to submit to the food and drug administration. This report is adding more info to the first one was file earlier.